Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that removal difficulties were encountered. A 190cm filterwire ez¿ was selected for use. It was noted that the retrieval sheath was unable to be removed due to excessive length. No patient complications were reported.